Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 9:25pm. The patient's testing frequency is not known. Two hours prior to the start of the reported meter issue, the patient reportedly was experiencing symptoms of thirst and dry mouth. The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptoms, is not known and it is not clear what action the patient took in response to her previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At an unspecified time, the patient reportedly obtained blood glucose readings of "76, 138, 132, and 114mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). According to the csr's documentation, the patient denied receiving any treatment after the alleged meter issue occurred. It is not known when the patient's symptoms improved and it is not specified if the patient monitored her blood glucose with a secondary/ back-up device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.